Manufacturer narrative:
Implant date is unknown. This report is for an unk - constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: hernekamp, j.f. Et al (2020), low profile locking plate vs. The conventional ao system: early comparative results in wrist arthrodesis, archives of orthopedic and trauma surgery, vol 140 (xx), pages 433-439 (germany). The aim of this retrospective study is to compare the new locking-plate with soc concerning functional parameters as well as patient satisfaction. Between 2011 to 2015, a total of 20 patients (15 male and 5 female) with an average age of 52.6 years (range 30-78 years) underwent total wrist arthrodesis. Surgery was performed using the conventional ao plate [ao, depuy-synthes© lcp] in 10 patients (5 male and 5 female) and a competitor's device (apt group) in another 10 patients (all male). The follow-up period was 37.2 months for ao group and 18.2 months for apt group. The following complications were reported as follows: 1 patient had implant removal at 1 year postoperatively. In this case, the cmcj-3 showed an increased but painful range of motion of 20° extension/flexion after implant removal. This report is for an unknown synthes plates/screws constructs. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).